Event description:
It was reported that this right ventricular (rv) lead over-sensed noise resulting in pacing inhibition. Technical services reviewed available device data which showed an episode with noise similar to myopotentials oversensing possible due to a big abdominal effort or initial lead impairment. Therefore, in-office troubleshooting was recommended to exclude any lead impairment. No adverse patient effects were reported. This lead remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead over-sensed noise resulting in pacing inhibition. Technical services reviewed available device data which showed an episode with noise similar to myopotentials oversensing possible due to a big abdominal effort or initial lead impairment. Therefore, in-office troubleshooting was recommended to exclude any lead impairment. No adverse patient effects were reported. This lead remains in service.